Event description:
The customer reported that the 9800 system locked up and continued to expose after the hand switch was released during a case. The procedure was completed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 5 volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.